Event description:
Additional information was received the patient's vns generator was prophylactically replaced. The explanting facility historically does not return explanted devices so device return is not expected.

Event description:
Additional information was received that the patient's first experienced the increase in seizures around the first week of january. The physician did not have an assessment for the cause of the increase in seizures however the duty cycle for the vns device and some medication were changed to address the increase. Diagnostics for the patient were stated to be within normal limits. No additional relevant information has been received to date.

Event description:
It was reported the patient's vns therapy duty cycle was increased and medication adjusted to compensate for an increase in seizures the patient had experienced recently. The diagnostics for the patient were within normal limits. No additional relevant information has been received to date.